Event description:
The trilogy 100 ventilator was returned to the service center due the customer complaint of " valve does not trigger". The device was not in use on a patient at the time of the occurrence. During the evaluation the customers complaint was confirmed. It was noted that an error code in relation to a circuit check was recorded in the device event log. In addition, an aemc/ system board failure occurred. The device was returned to the customer unrepaired per the customer's request. Additionally, during the service of the device, there was no evidence of foam degradation confirmed in the device. No visual defects were found. The motor blower was replaced as a part of maintenance. Dirt was confirmed inside the unit, and the detachable battery had a reduced life span.